Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral breast cancer with primary 1st stage sbi reconstruction... Right axillary ln swelling, malignancy could not be ruled out by cytopathology, pathological tissue by excisional biopsy.

Event description:
Healthcare professional reported ", bilateral breast cancer with primary 1st stage sbi reconstruction, not related to device. Right axillary ln swelling, malignancy could not be ruled out by cytopathology, pathological tissue by excisional biopsy was a reactive ln swelling." Device status is unknown.